Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced high blood glucose level. The customer's blood glucose level was 500 mg/dl at the time of incident. Customer was treated with insulin pump. Customer did not mention any symptoms related to the high blood glucose levels. It was also not mentioned whether auto mode feature was active at the time of the incident. The product will not be returned for analysis.